Event description:
Provider states compressor were received from invacare with a broken fan and loud sounds. Provider also mentioned other comps are bad as well on the fax request. No additional information provided. Left a voicemail for provider in an attempt to gain additional information.